Event description:
It was reported via voluntary medwatch that over-sensing was noted on the lead. No further information was provided.

Manufacturer narrative:
Voluntary medwatch received: mw5154939.